Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had a low blood glucose level of 38 mg/dl at 3:00 am. The customer stated they felt sweaty and shaky. The customer treated the low blood glucose with food. The customer¿s current blood glucose level was 169 mg/dl. The customer stated they would go low every time they change their infusion set. Troubleshooting was performed. The insulin pump passed the self-test. They were advised the insulin pump was working as designed. The device will not be returned for analysis.